Event description:
A remstar device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed deteriorated foam, error code 65 present and the control dial button was missing. Additionally, the service technician also noted a missing control dial. The device was scrapped by the service center after the evaluation was completed.